Event description:
It was reported that the patient¿s ilet pump connector broke while attempting to perform a supply action, and a photo was provided; a replacement device was arranged and the patient was instructed on shutdown and return, use of the dexcom g7 app or receiver, and that data would not transfer to the replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, treatment, or hospitalization. Investigation included remote troubleshooting and education, confirmation of shipping details, and guidance for data sync and device shutdown. Investigation of this case revealed a device hardware breakage of the pump connector consistent with a cartridge connection issue and inability to remove the cartridge, with no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was component failure due to mechanical damage.

Manufacturer narrative:
Investigation description: the device was received with the connector broken off in the drug chamber. The patient was unable to retrieve it. By using a pair of pliers, it was removed without incident and the device operated as designed.